Manufacturer narrative:
One used device was returned for investigation. The device was visually inspected, and no anomalies were noted. The lot number was not available; therefore, a device history review could not be conducted. Functional testing was carried out, during which the suspected administration set operated within the specified delivery accuracy under nominal conditions. The customer reported over infusion cannot be confirmed nor replicated. The cause of the reported issue could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alarmed and was emptied 8 hours earlier than expected. An alteration was observed in the segment of the infusion set as the patient has a history of self-administering analgesia. The patient experienced drowsiness.